Event description:
It was reported that a broken needle occurred. Upon inserting the sensor, the patient stated the needle broke and remained in the skin on (B)(6) 2022. The patient went to the emergency department on (B)(6) 2022 where a physician made an incision and removed the needle. At the time of the report, the patient was in stable condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).